Event description:
It was reported that the user experienced multiple rapid-onset hypoglycemic episodes overnight while using the ilet system, with blood glucose dropping below 50 mg/dl three times despite oral carbohydrate intake and temporary pump disconnection; the user subsequently discontinued pump use and managed glucose with injections. Symptoms included shakiness, sweating, dizziness, and feeling cold following episodes of low blood glucose. Outcomes included significant fatigue and fear of recurrent hypoglycemia, with symptom resolution after carbohydrate treatment and pump discontinuation; no hospitalization occurred. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.